Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio did however observe that the device was able to charge and shock defibrillation energy. After a review of the electronic data from the device, it was observed that the internal hlc batteries had previously depleted to a zero charge level. It was also observed that the charge-pak assembly had a communication error with the device. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons showing on the device, it would likely not have enough power to deliver sufficient defibrillation energy to a patient, if needed.